Event description:
It was reported that a patient, who had a left tka, underwent a revision procedure due to loosening and osteolysis. The patient presented with complaints of pain. All implants were removed and they were replaced with a competitor's devices. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. They were disposed of by the hospital. No device images were provided. No further information.